Event description:
The facility reported a colleague pump with a battery failure. It was not specified when reported condition occurred. During the product evaluation at baxter it was discovered that the battery failure occurred during infusion which caused an interruption during delivery. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The sample receipt date of 9/2/2010 was inadvertently omitted from the initial medwatch. A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause could not be determined. No repairs have been performed at this time since this is a baxter-owned device.